Event description:
There was an allegation of questionable test results across several different assays, for >100 patient samples on a cobas e 801 analytical unit. Examples of the alleged questionable results: sample 1: the initial troponin t result was 26 ng/l, and the repeated result was 18 ng/l. Sample 2: the initial troponin t result was 23 ng/l, and the repeated result was 15 ng/l. Sample 3: the initial cortisol result was 301 nmol/l, and the repeated result was 482 nmol/l. Sample 4: the initial ft3 result was 3.3 pmol/l, and the repeated result was 5.5 pmol/l. Sample 5: the initial c-peptide result was 150 pmol/l, and the repeated result was 674 pmol/l. The repeated results were obtained on (B)(6) 2026.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative found that the prewash sipper dispense tube was disconnected from the sipper needle. The prewash tube was fixed, and maintenance was performed, which appeared to resolve the issue. The investigation determined that the service actions resolved the issue.